Event description:
On (B)(6) 2013, the reporter, the patient's physician, contacted animas and alleged the following: since receiving a replacement pump, the patient had been experiencing low blood glucose (bg) since getting new pump (including one severe hypoglycemic seizure). Dr. (B)(6) said that mother hadn't programmed in any insulin to carbohydrate ratios or isf or bg targets and that she was using the pumps defaults settings to dose. The physician had patient change these settings in pump and was notifying animas and requesting that we contact patient to ensure set up pump correctly. There is no allegation of pump malfunction. This complaint is being reported due to the allegation that the patient experiences hypoglycemia related to the user error of bolusing from a pump using the default settings.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error must be considered as contributory as the patient used the pump with the default settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
On (B)(6) 2013, the patient's mother called animas and provided additional information about the hypoglycemic event of (B)(6) 2013: mother states that she did not program ic, isf or bg target settings in replacement pump. Mother states that at time of seizure, bg was 35mg/dl, mother gave patient glucagon and took her to the emergency room. Mother states that patient's bg on arrival to ed was 47mg/dl and no sugar water was given since she had already given the glucagon. Mother states that she remained in the ed for a few hours, bg stabilized and then was discharged. Ic, isf and bg target settings were updated per doctor's orders and no issues with bg since that time. Mother appreciative of follow-up.